Event description:
I have been taking saliva tests through cps to prove that I am not on any drugs or illegal drugs. The saliva tests were proved to be inaccurate. (B)(4) and (B)(4) have already been suited out of court. I am currently in a cps case and on amoxicillin tested presumptive positive for cocaine via saliva test, took a hair test and had negative results for all drugs and alcohol. This has been going on for eight years and it is the reason why I haven't been able to get my five children back because every time I go to court they have the surprise false positive tests every time I have taken a cps test over the last eight years I have had to also purchase my tests on my own at a different lab because of the errors they are having on these tests and through cps. I also tested positive for cocaine while I was on the antibiotic amoxicillin.. There are many families and many states that this faulty testing is ruining that cps should be held responsible for. There is no price you could pay to fix the agony and anxiety and depression that you go through when you're used to having your kids every day all day and then all of a sudden they are taken from you. I have probably done eight or nine hair test's over the last seven years and had to pay for my own test individually I also spent time in jail for violating my probation because they were using my cps testing for their testing and it was a false positive and I even went that day as I usually do and got another test from a different facility that says it was negative. I do not have my drug test information with me but I can get all of it I'd like I said I took a test every time cps tested me which I think was about twice a week I took my own test, and it is (B)(6) a test and then I've also taken eight or nine hair test which is (B)(6) a test. (B)(6). They took all of my children away all five of them and prevented me from getting them back because of these false positive tests work ok.